Event description:
The facility's purchasing department reported an infusion pump with an 808:06 failure code that was found during biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.